Manufacturer narrative:
(B)(4). The peritonitis event was reported to have occured on an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. It was unknown if treatment was rendered for the peritonitis event. At the time of report, the patient was recovering from the event. Extraneal and physioneal therapies were ongoing. No additional information is available.